Event description:
Reporter indicated a vns therapy patient "twisted" his neck and had sudden onset of pain, went to ER." The neurologist turned off vns and the pain was better. X-rays were taken and reviewed by the medical professional, but appeared negative. The patient has been referred for revision surgery. Good faith attempts to obtain additional information have been unsuccessful to date.